Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy on (B)(6) 2010. During the procedure, the device would not work when connected. All the lights blinked and the device made a grinding sound. A second device was used and the procedure was completed with no adverse pt consequences.

Manufacturer narrative:
(B)(4): blade will not rotate: prior to first use. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.